Event description:
It was reported that the device was explanted due to eri status. The associated rv lead was explanted and replaced on (B)(6) 2025 due to inappropriate shocks. The identity of the lead is unknown.